Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was hospitalized for low blood glucose levels. Prior to the hospitalization, it was stated that the insulin pump alarmed no delivery. The mother was instructed to change the infusion set due to the no delivery alarm, however, the mother thought she was instructed to treat the blood glucose and also change the infusion set. Nothing further was reported.